Event description:
It was reported that the customer was admitted in a hospital due to high blood glucose levels. Customer's blood glucose level was 33 mmol/l. Customer's blood glucose levels were okay for the first few days. Customer bolused extra units but their blood glucose level would not go down. Sets were also changed. After the customer switched to insulin pens, their blood glucose levels went down. Customer was connected to another pump at the hospital and their blood glucose levels are controllable with that pump. The pump did not deliver any alarms. Pump will be swapped. No further details given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.